Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2017 with the following findings: the keypad cover was missing; therefore, the original complaint could not be adequately tested. All of the button contacts were responsive and there were no intermittent conditions found on the keypad flex connector when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.